Event description:
It was reported that this device was surgically abandoned due to product performance issue. No adverse patient effects were reported. This report reflects info received by the FDA in the form of a notification per 803.22 (b)(2).